Event description:
It was reported that the patient sneezed and the implant fell out.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). After additional information was received on mar 4, 2020, it was determined that this event no longer meets the criteria of a serious injury that if it were to recur would cause or contributed to a death and / or serious injury. As a result, the prior submission for MFR - 0001038806 - 2020 - 00418 submitted on feb 26, 2020 is no longer considered a reportable event by the manufacturer and no further report will be submitted for this event.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the prosthesis would not fit on the implant. The implant was removed. Tooth location 43.